Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found cuff leakage when using the device on the patient. It was changed to a new device. There was no impact on the patient.

Event description:
It was reported that the doctor found cuff leakage when using the device on the patient. It was changed to a new device. There was no impact on the patient.

Manufacturer narrative:
Qn#(B)(4). The device history review for lot kme21e0003 showed 100% leak test was conducted and no leak of product was found. Since there is no sample returned for investigation, one representative sample was retrieved from production lot for simulation purpose. A visual inspection was conducted on the production representative sample and no defect was observed. The cuff of the production representative sample was then inflated to 25mbar by using calibrated endotest and no abnormality was observed on the sample. A water leak test was conducted on the sample and no air bubbles were observed coming out from both cuffs. There is no issue found from the simulation test. In conclusion, the complaint was unable to be further investigated due to no sample returned. Since there were no photographs received, the root cause of the leak, found prior to use at the customer side, could not be further verified. Therefore, the complaint is not confirmed.